Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced unpleasant sensations (described by the patient as tingling) regardless of stimulation. The sensation was reportedly more prevalent with stimulation off. In turn, surgical intervention was undertaken during which the patient's entire system was explanted.